Event description:
The customer contact reported difficulty in removing the piercing pin from the solution container. At an unspecified time, the tubing set was being used for an epidural delivery of an unspecified pain medication, at unspecified rate, via a gemstar pump. At an unspecified time, the piercing pin of the tubing set was inserted into an unspecified port of an unspecified solution container. It was reported that when the nurse attempted to replace the solution container, the nurse was unable to remove the piercing pin from the administrator port of the solution container. The customer contact reported that the anesthesiologist was notified as required by user facility protocol. After an unspecified length of time, it was reported that the anesthesiologist disconnected the tubing set from pt's epidural access site. The tubing set and solution container was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delays of therapy to this pt. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. The lot number of the device that was in use is unk. The customer contact identified a possible lot number (plots). The possible lot number is 311505h. This report represents all the info known by the reporter upon query by hospira personnel.